Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creep out with the incident lot was not observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and 5 samples were selected for functional testing and no issues were observed relating to stopper creep out as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creep out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes have a loose closure which leads to sample leakage. They are especially loose after stoppers are removed and placed back on the tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes have a loose closure which leads to sample leakage. They are especially loose after stoppers are removed and placed back on the tube. There was no health impact or consequences reported.